Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd pegasus plus¿ closed needle protection IV catheter system connector was unable to connect to mating component. The following information was provided by the initial reporter, translated from chinese to english: bd q-syte septum needle-free infusion connector cannot be properly connected to prefilled catheter syringes, syringes and other infusion products, and the product cannot be prefilled and infused normally.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-aug-2023. Investigation summary: a device history review was conducted for lot number 2228272. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. During visual observation of the device, our engineers were able to identify that the device did not have a slit in the q-syte septum. The root cause for this is associated with the assembly process.

Event description:
It was reported that during use with bd pegasus plus¿ closed needle protection IV catheter system connector was unable to connect to mating component. The following information was provided by the initial reporter, translated from chinese to english: bd q-syte septum needle-free infusion connector cannot be properly connected to prefilled catheter syringes, syringes and other infusion products, and the product cannot be prefilled and infused normally.